Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high impedance four days post implant. The patient presented on (B)(6) 2018 for revision procedure. The lead was re-secured into the header of the implantable cardioverter defibrillator and the set screw was tightened. It was believed that the lead was not fully engaged in the header initially before set screw was tightened. The impedance was in normal range post procedure. The patient was stable.